Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing, the large suturecut needle driver instrument had a broken silver cable at the end. The cable seemed to be responsible for opening/closing of the jaws. There were no reports of patient involvement or patient injury. On 12/24/2024, following additional information was received from initial follow-up: the broken cable on large suturecut needle driver instrument was observed central processing so no patient was affected.